Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that a lead alert was triggered for the atrial lead. The lead exhibited high impedance, oversensing, and failure to capture. It was noted that the pacing/sensing polarity was switched from unipolar to bipolar. A lead fracture is suspected. The lead remains in use with a lead revision procedure to be discussed with the patient during the next follow up appointment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.